Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 216 mg/dl. Customer¿s current blood glucose level was 198 mg/dl. Customer¿s other blood glucose level was over 300 mg/dl and 230 mg/dl to 280 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as diabetic ketoacidosis. Customer was treated with visit to emergency room and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. However, customer was performed displacement test and the test result was passed. Customer was assisted with performing the high pressure test and the test results was passed. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.